Event description:
It was reported that during use, the autopulse platform would start, but stop after 3-5 compressions. The platform would indicate "initializing, letters on the screen would flash and disappear while the green back-light would still be lit, the platform would again indicate "initializing". User also indicated that the patient was not adversely affected. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report. However, the device is still under investigation. A supplemental report will be submitted when the investigation is completed. No adverse event reported.